Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. Multiple attempts have been made for additional information and number of events. If additional information is received a supplemental report will be forthcoming. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that the readings are "all over the place", with multiple catheters affected. An edwards rep observed one catheter with extremely low cardiac output readings at first which eventually shifted to a higher, but still too low, reading this morning. No error message noted at this time. No patient complications. This catheter is still in the patient. It was later indicated that the hospital did not save the catheter, it was discarded.